Event description:
It was reported that, pt was walking in her home stated my knee gave out "immediate pain."

Manufacturer narrative:
Device remains implanted. Once the investigation has been completed any additional info will be reported in a supplemental report.